Manufacturer narrative:
The investigation is ongoing. Further information will be provided in the final report. H3 other text: customer did not provide any device detail such serial number, location of the device, the evaluation was not performed.

Event description:
The patient was trying to get out of bed and became entrapped between the hospital bed and bed lever, it is reported at this time resulted in suffocation, leading to death. On 04 jun 2025 arjo was informed that the affected arjo bed used for at that time was a minuet 2 bed; the device was isolated by a customer. Currently, no device evaluation was performed; the customer did not provide a device serial number or location despite attempts.

Manufacturer narrative:
Medicines and healthcare products regulatory agency from united kingdom informed arjo about an incident of entrapment between the bed and bed lever. It was reported that the patient "appeared to be trying to get out of bed and became entrapped between the hospital bed and bed lever, it is reported at this time resulting in suffocation, leading to death." The customer's report (nca ref (B)(4)) indicated that the additional accessory used with the arjo minuet 2 was a bed lever, which is suspected to be in the nrs community bed rail mk2 (grab handle). This is not an arjo product. The customer did not provide any further detail and device was not able to be evaluated by arjo representative. The investigation was therefore based on the available documents. The comparative analysis of nrs community bed grab rail mk2 and arjo dedicated egress assist rail was performed. The analysis confirmed that the arjo egress assist rail design, including the certified components and egress areas, does not feature trapping zones. The certificates and technical documentation support the conclusion that the minuet bed complies with relevant safety standards (iec 60601-2-52), particularly in relation to entrapment risks. In addition, there was found no similar scenarios related to entrapment with use the minuet 2 bed with the egress assist rail. On the other hand, the nrs community bed grab rail mk2 user instructions includes warnings, on several pages, related to the non-arjo grab rail, i.e. - "to avoid possible entrapment, you must always position the product a minimum of 318 mm from the headboard or footboard." - "to prevent additional entrapment hazards, we recommend that you install the product at least 318 mm away from any adjacent bedside furniture. Where this is not possible, the prescriber must do a risk analysis" - "take care on beds with rising backrests. In some cases, when the backrest raises the gap between the grab rail and the bed could become less than 25 mm (1¿)." It remains unclear how the non arjo accessory was attached to the bed. There is no user feedback specifying the method of installation. It is also uncertain whether the user followed the warnings regarding potential entrapment zones, especially when adjusting the backrest. The non-arjo product instructions advise caution in such scenarios to avoid creating unintended trapping hazards. Minuet 2 instruction for use, (IFU 746-396 en_20 02/2024) warns to "not use accessories that have not been designed and approved for use with the bed. Do not connect the bed to other equipment unless specified in these instructions." List of the accessories is provided in IFU. The nrs community bed grab rail mk2 is not specified on that list. Summing up, it can be concluded that the use of the non-authorized accessory may have caused the patient being trapped leading to the suffocation resulting in death. Arjo device did not fail to meet its specification, the device is certified according to the appropriate standards. The device was in used for the patient treatment and from that perspective it played a role in the event. The complaint was assessed as reportable due to the patient getting trapped between the arjo bed frame and the non-arjo bed lever. The patient suffocated, resulting in the patient's death.

Manufacturer narrative:
The investigation is still ongoing. Further information will be provided in the final report.

Manufacturer narrative:
The investigation is ongoing. The process of analyzing the information is still in process. Further information will be provided in the final report.